Manufacturer narrative:
The right cart drive has been returned and evaluated by the failure analysis (fa) team and the reported problem stating error 32101 was confirmed and replicated. Upon visual inspection no issues were found related to the reported problem. The unit was installed onto a golden system where it failed brake test. Rebooted the system into normal mode triggering error 32101. Installed golden unit onto system and rebooted into normal mode fine. As a result of these findings the right gear motor was found to be the root cause of the reported problem.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the axes controller platform (acp), acp backplane, and two right cart drive to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint and performed the failure analysis. The acp cfg unit was returned for failure analysis and upon visual inspection, no issues were found that would be related to the reported event. The acp cfg was installed, successfully programmed, and tested on the printed circuit assembly (pca) golden system, run 12x power cycles with no issue on startup and no errors or failures were triggered. This acp cfg remains on the system for 1 hour idling in normal mode with no issue. Test the helm control functionality test, no error triggered. In addition to the test, this acp cfg went through in process correction verification and passed all the tests. As a result of this test, and findings, failure analysis concluded that no root cause could be attributed to the reported event with this acp cfg unit. This acpb pca was returned for failure analysis and upon visual inspection, no issues were found that would be related to the reported event. The acpb pca assembly was installed, successfully programmed, and tested on the pca gold system, run 10x power cycles with no issue on startup and no errors or failures were triggered. This acpb remains on the system for 1 hour idling in normal mode with no issue. Reviewing the system logs this acpb pcs unit did not resolve the failure after replacement. Additional tests were performed and all tests passed. As a result of this test, failure analysis concluded that no root cause could be attributed to the reported event with this acpb pca unit.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported error 32101 at startup. The customer power cycled the system and the error reoccurred. The system logs confirm error 32101 reported by axes controller platform (acp)2 - right cart drive. The customer selected disable and then recovered from the error. This disabled the cart drive and gantry. There was aborted with no patient involvement.